Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room due to an undefined elevated blood glucose level. The customer was treated with intravenous insulin. The customer was released from the emergency room on (B)(6) 2024 with no permanent damage. Reportedly, the cause for the reported issue was due a malfunction alarm occurring. Reportedly, the customer reverted to an alternate method of insulin therapy.